Event description:
Reporter indicated that vns pt's device revealed high lead impedance from both a system and normal mode diagnostics test. Pt's device was turned off and no date is set for the revision surgery. Pt was reported to have been seizure-free for past 5 yrs, but lately had increased seizures. Neurologist reports that seizure rate is still well below pre-vns baseline. No serious injury, trauma, or manipulation has been reported. Good faith attempts are being made for the x-rays to be reviewed by manufacturer.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.